Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced a mix of a product type in a pack. The following information was provided by the initial reporter: material no. 320144, batch no. Unknown. Verbatim:from phone call on 2019-05-07: daughter of consumer reported that the needles are too small at the patient end. Stated her dad is not able to inject with them. Stated her dad cannot speak english and she sent the email on his behalf. Box with product information was discarded. Email received 2019-05-06: we have been purchasing your insulin syringes 4mm for many years. Our last purchase found several needles that the needle was far too short that they could not be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 100 bx 1200 ca experienced a mix of a product type in a pack. The following information was provided by the initial reporter: material no. 320144, batch no. Unknown. Verbatim: from phone call on 2019-05-07: daughter of consumer reported that the needles are too small at the patient end. Stated her dad is not able to inject with them. Stated her dad cannot speak english and she sent the email on his behalf. Box with product information was discarded. Email received 2019-05-06: we have been purchasing your insulin syringes 4mm for many years. Our last purchase found several needles that the needle was far too short that they could not be used.